Event description:
A customer contacted baxter's customer service center regarding assistance in ending therapy at connect yourself. The home patient (hp) is requesting to retrieve cassette as he contaminated the patient line prior to connecting. The technical service representative (tsr) assisted as requested. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue. Complaint is confirmed because nurse reported patient experienced a breach in aseptic technique by contaminating the patient line prior to connecting. The root cause was undetermined. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.